Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned. The returned device was visually inspected, and button was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the button appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the appliance is broken on the anchor on the upper arch.